Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and the pump alarmed no delivery. The customer indicated that they used 2 reservoirs which did not work. Customer treated with insulin. The customer indicated that they wanted to report the incident only and declined to troubleshoot for high blood glucose. No further assistance necessary.